Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the pulse lead hi-pot and fall-off tests. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed the pulse lead hi-pot and fall-off tests. Upon evaluation, there was an open white (drvn_gnd) wire inside the trunk cable. The cause of the test failures is the open white wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged belt. The last patient to use this belt did not report any deficiencies.